Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported a button error on his insulin pump. The numbers are scrolling when he inputs his carbohydrates. The device alarmed button error and customer could not clear the alarm. Customer also received a failed battery test. Customer's blood glucose was 213 mg/dl this morning. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. Insulin pump passed displacement test, operating currents, self test, off no power, error test, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery alarm noted. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.